Event description:
In 1998, the plaintiff underwent a lumbar laminectomy. The plaintiff alleges that the pituitary rongeur broke apart, causing metal fragments of the instrument to disperse in the operative field. The plainitff further alleges that the defendant did not remove all of the metallic fragments from the plaintiff's back. As a result, the plaintiff alleges they have suffered injury to their spine, its muscles, nerves, discs, and bones, weakness and parathesis of all muscle groups in their low back and lower extremities, sensory impairment of both extremities, weakness and parathesis in their lower left extremity, severe and disabling low back pain, severe emotional and psychological sequela.